Event description:
It was reported that the right atrial lead appeared to lose sensing during a ventricular high rate episode; there were very few atrial markers. It was also noted that the device recorded a "very unusual" low frequency ventricular signal on the electrogram. Noise from an external source may have been the cause of the ventricular signal issue, however the patient could not remember anything specific occurring on the date of the episode. It was also noted that the right ventricular lead capture threshold had increased. Both leads had normal pacing, sensing, and impedance subsequent to the episode, but because the right ventricular lead capture threshold had increased slightly, the device output was increased. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2011. (B)(4).